Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery noted in the insulin pump history and critical pump error (open book) noted on pump history due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Troubleshooting was performed. Customer stated insulin stopped delivering and stop working than critical error alarmed. Customer cannot recall the cause of the alarm. Customer stated the screen did not display critical error alarm. Customer advised to discontinue the insulin pump and revert to back plan per healthcare instruction.the insulin pump will be returning for analysis.